Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned. The manufacturer will continue to monitor and trend related events.

Event description:
During the use of the device a hematoma formed in the abdominal wall linked to the support of the trocar during lateral movement. The patient's condition was reported as unknown.